Manufacturer narrative:
Date of event: date of event was approximated to 04/01/2023 based on the date the manufacturer became aware of the event. Imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Additionally, the device was returned with the over-sheath partially removed, and with a portion accordioned over the clip assembly. Microscopic examination was performed, and no signs of activation was observed on the clip assembly. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed as the device was returned with no signs of activation on the clip assembly. Additionally, the over-sheath was returned partially removed and with just a portion accordioned over the clip assembly which suggests that this component was intentionally attempted to be removed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the investigation found that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use. Correction: block h10 (additional MFR narrative) statements have been corrected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip failed to deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.